Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the pyxis anesthesia es system, drawer 2.1 failed to latch closed , and this has been a recurring issue over the last two months. The customer stated that this malfunction caused a delay in dispensing medication to the patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-jan-2023 to 02-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h 11. Upon investigation of the actual device used in this incident it was determined that the drawer 2.1 was failed. The field service engineer stated the customer canceled the ticket. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.1 failed to latch closed, and this has been a recurring issue over the last two months. The customer stated that this malfunction caused a delay in dispensing medication to the patient there were no adverse events or injuries reported based on this event.